Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The stent remains implanted and the delivery system was not returned to the manufacturer, therefore, a product evaluation could not be performed. The root cause could not be determined.

Event description:
It was reported that treatment was performed for an internal carotid artery dissection. After mechanical thrombectomy with a stent retriever was completed, the lvis stent was deployed; however, it did not fully open at the distal end. An effort was made to open the stent further with the wire, but it was not successful. Blood flow was present in the internal carotid artery where the stent was placed. There was no reported adverse clinical consequence to the patient.